Manufacturer narrative:
Analysis of the returned zero tip nitinol basket revealed the basket was open with kinks felt throughout the length of the basket. The sheath was 0.15cm longer than the specification and may be due to handling of the device during use. The device was inspected and tested with no malfunction found. The handle was able to deploy and retract the basket in and out the sheath with ease both straight and in a loop to simulate the use environment. The root cause for this event is determined to be not confirmed. A secondary most probable root cause for the out of specification and kinked sheath is operational context. This is no longer a reportable event since a review of the returned device showed no evidence of either the alleged issue or any defect which would have contributed to the event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a zero-tip nitinol basket was being used in a ureteroscopy procedure (patient identifier, age, gender, and weight unknown). According to the complainant, after 3 passes with the basket to remove stone fragments, the basket would no longer close fully. It looked like the basket cage had become misshapen. The procedure was successfully completed using a second zero-tip nitinol basket. The patient was report for be "stable" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a zero-tip nitinol basket was being used in a ureteroscopy procedure (patient identifier, age, gender, and weight unknown). According to the complainant, after 3 passes with the basket to remove stone fragments, the basket would no longer close fully. It looked like the basket cage had become misshapen. The procedure was successfully completed using a second zero-tip nitinol basket. The patient was report for be "stable" at the conclusion of the procedure.